Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156146.

Event description:
Voluntary medwatch received states it was reported that during implant a performance issue was noted on the right ventricle (rv). Physician elected to use another lead. There were no patient consequences.